Manufacturer narrative:
Batch review performed on 16 june 2025 (B)(4) items manufactured and released on 12/04/2024. Expiration date: 19/93/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting pain and instability and the cause is unknown. About 6 months after the primary surgery, the surgeon upsized the poly (from 11 to 17mm) to give stability, and the surgery was completed successfully. This revision was not related to medacta products/effectiveness. The patient presented with post op pain and instability and the surgeon scheduled this as an exploratory surgery and decided to exchange the poly while he was in there.